Event description:
It was reported the right ventricular lead triggered the lead integrity alert due to what was thought to be electromagnetic interference noise. It was noted the patient was working on a "stitcher" at the time of the alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.